Event description:
Patient has been seizure free for the last couple of years with vns therapy but recently noticed an increase in seizures. Patient doesn¿t feel stimulation currently and doesn't think vns is working like it should. The battery was checked and is showing 50% battery life remaining. Diagnostics were reported to be good. While running system diagnostic, patient also reportedly did not feel stimulation. Patient's seizures were reported to have not been above pre vns baseline. Patient is experiencing increase in seizures, increase in seizure severity and longer post-ictal duration. The patient has had no issues in last 1-2 years. It¿s just been recently these things have begun to occur. The physician speculates that the lead might have a micro-fracture based on these clinical symptoms. The physician also noted that the patient is experiencing some discomfort but additional relevant information has not been received. Additional information was received that the patient sometimes feels stimulation with the magnet and other times not. Patient was referred for a prophylactic replacement surgery based on clinical symptoms. No known surgical interventions have occurred to date.

Event description:
Additional information was received that indicated that the patient did not have any discomfort or shocking sensation associated with vns therapy. Patient did note that she sometimes would feel vns stimulation and sometimes not. Similarly, when patient swipes the magnet, she feels that the stimulation goes off and sometimes it does not when the magnet is swiped. Diagnostics indicate that the device is working as intended and the impedance is normal. The physician thought there may have been something wrong with the generator, but later thought it was possibly psychological issues on the patient's part. For the last few weeks the patient felt that her nerve was "vibrating in her neck", which is part of the reason for the prophylactic replacement. The generator was replaced and received for analysis. Analysis is underway but has not been completed to date. The surgeon reported not seeing any visible fractures and the impedance was ok, so the lead was left in.

Event description:
An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents were successfully verified in the lab. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no additional performance or any other type of adverse conditions found with the pulse generator.